Event description:
Consumer complaint of "hi" blood results. Expected blood glucose results not verified. Customer fells well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test not performed during call. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 08/15/2017 and open viral date is (B)(6) 2015. Recall test results performed non-fasting from meter memory: memory 1: 120mg/dl, (B)(6) 2015, 05:04pm; memory 2: "hi", (B)(6) 2015, 04:54pm, memory 3: "hi" (B)(6) 2015, 04:53pm; memory 4: 120mg/dl, (B)(6) 2015, 06:04pm;l memory 5: 84mg/dl, (B)(6) 2015, 08:01pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user has high glucose value. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of "hi" blood results. Expected blood glucose results not verified. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test not performed during call. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 08/15/2017 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).